Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a calcified, 80% stenotic lesion in a tortuous right coronary artery (rca). The physician was unable to place the 3.0 x 20 mm taxus liberte' drug eluting stent. The physician retracted the stent delivery system (sds) into the guide catheter and noticed the struts at the proximal end of the stent were bent. The physician stated during withdrawal the stent may have stuck, probably against the guiding catheter. The procedure was completed with another stent. No pt complications were reported. The pt status is reported as 'in good condition'. This product is only ous approved but it is similar to a market us device.